Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generators (ipg) had battery depletion during warranty time. The patient experienced bradycardia and syncope. It was reported as premature battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.